Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to have lung cancer. The medical intervention that the patient received in response to the event is currently unknown. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devicesthe manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to have lung cancer, sinus issues and nasal/throat irritation or soreness.the medical intervention that the patient received in response to the event is currently unknown. The device was returned to the manufacturer's quality product investigation laboratory for investigation. Observed the following from internal and external inspection -confirmed the presence of degraded sound abatement foam . The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There was no error found. The manufacturer concludes,that they could not confirm the customer complaint and they confirmed the presence of degraded sound abatement foam. Section h6 health impact code was missed to capture in previous MDR,now it has been updated and corrected in this report.